Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella cp device for mechanical circulatory support. During implant, the physician was attempting to remove the repositioning sheath prior to insertion and nicked the catheter. A new impella cp pump was used for the procedure. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported product damage (hole in catheter) issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device confirmed a hole in the catheter. Blood ingress into the red handle and leaking out of the red handle. Likely cause is a use-related hole in the catheter resulting in the blood to ingress through the catheter to the red handle. An attempt was made to prepare an impella cp optical for axillary insertion in a very small patient. The physician made the decision to cut off the repositioning unit. In the process of cutting the physician suspected that the catheter was damaged. A new cp was opened and inserted as a result. The root cause of the pump damage was the physician damaged the catheter while attempting to remove the repo unit. This report is being filed as part of a retrospective review of historical records.